Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 34 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer treated their low blood glucose with food.